Manufacturer narrative:
Per tandem's user guide: t"he single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin." Per tandem's user guide: "do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was over filling the cartridge and reusing the cartridge. Customer¿s blood glucose was 203 mg/dl. Customer declined troubleshooting with tandem technical support.